Manufacturer narrative:
MFR received date: 10 oct 2019. The serial number of the ventilator is (B)(4). The nav-ring was replaced to address the reported problem. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 18april2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
Customer contacted technical support (ts) stating that unit had nav-ring failure. The customer reported there was no patient involvement. Event date not specified, estimate used.